Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during the fill state while refilling the heater. The fill volume (fv) was equal to 813ml. The technical service representative (tsr) helped the home patient (hp) to end therapy early after the heater bag disconnected during troubleshooting. The hp would replace setup and use the initial drain to drain out before calling back for help ending therapy early. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Multiple unsuccessful attempts have been made to contact the hp by product surveillance.

Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to contact the patient. The sample and the lot number was not available. Therefore, no evaluation or batch review could be performed. This complaint for a connection issue was not confirmed. The cause could not be determined.

Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.